Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection procedure, the device cut but did not fire any staples. The device was taken off field and new device used to resolve the issue. There was no patient injury.